Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated stretching and damage at implant. The analyst noted the lead was returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to implant, the helix of the lead was checked and though the lead was rotated 10-20 times, the helix would not extend. The distal tip of the lead was tapped and it was noted that the connector portion was "wobbled" and the helix would still not extend. The physician attempted to rotate the lead continuously, and the helix eventually extended after approximately 40 rotations. The lead was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.